Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an intuitrak bifurcated stent graft, an infrarenal aortic (proximal) extension and two (2) limb extensions. Approximately two (2) years post initial procedure, the patient presented with a type ia and ib endoleak. The physician elected to treat the patient by implanting bilateral non-endologix stents in the iliac arteries and a palmaz stent in the aortic neck sometime in year 2013. Note: as the exact date of event is unknown, the best estimate was used, which is the first day and month of year 2013. This event was discovered during clinical assessment of a recently reported event (MFR. Report # 3008011247-2022-00017). Note: this patient has two additional reported events that occurred after this event of the type ia and ib endoleak with re-intervention that were recently reported: approximately two (2) years post secondary endovascular procedure, the patient presented with an aortic rupture. The physician elected to treat the patient by implanting the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2014. This event was previously captured per MFR. Report # 2031527-2022-00043. Approximately seven (7) years post tertiary endovascular procedure, the patient presented with abdominal pain and an enlarged aaa (to 14cm) without an apparent endoleak. In addition, the right common iliac limb did not appear to have good wall apposition. The physician elected to treat the patient on (B)(6) 2022 by implanting two (2) ovation ix extender devices, over-sewing the lumbar arteries and closing the aneurysm sac. No endoleaks were identified at the conclusion of the (quaternary) procedure and the patient was discharged the following day. Additional information identified during clinical assessment; an indeterminate, proximal endoleak and aortic rupture also occurred at the time of the reported event. This event was previously captured per MFR. Report # 3008011247-2022-00017.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak, type 1b endoleak from the right common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The type 1a and 1b endoleak complaints are most likely user related. There were non endologix stents placed both proximal and distal, this most likely contributed to the reported events (off IFU concomitant product use). Procedure related harms for this complaint could not be determined. The final status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: medical device problem: remove code 3190. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an intuitrak bifurcated stent graft, an infrarenal aortic (proximal) extension and two (2) limb extensions. Approximately two (2) years post initial procedure, the patient presented with a type ia and ib endoleak. The physician elected to treat the patient by implanting bilateral non-endologix stents in the iliac arteries and a palmaz stent in the aortic neck sometime in year 2013. Note: as the exact date of event is unknown, the best estimate was used, which is the first day and month of year 2013. This event was discovered during clinical assessment of a recently reported event (MFR. Report # 3008011247-2022-00017). Note: this patient has two additional reported events that occurred after this event of the type ia and ib endoleak with re-intervention that were recently reported: approximately two (2) years post secondary endovascular procedure, the patient presented with an aortic rupture. The physician elected to treat the patient by implanting the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2014. This event was previously captured per MFR. Report # 2031527-2022-00043. Approximately seven (7) years post tertiary endovascular procedure, the patient presented with abdominal pain and an enlarged aaa (to 14cm) without an apparent endoleak. In addition, the right common iliac limb did not appear to have good wall apposition. The physician elected to treat the patient on (B)(6) 2022 by implanting two (2) ovation ix extender devices, over-sewing the lumbar arteries and closing the aneurysm sac. No endoleaks were identified at the conclusion of the (quaternary) procedure and the patient was discharged the following day. Additional information identified during clinical assessment; an indeterminate, proximal endoleak and aortic rupture also occurred at the time of the reported event. This event was previously captured per MFR. Report # 3008011247-2022-00017. Additional information: additional medical records/images were requested and obtained to fully investigate this event.